Event description:
It was reported that during the procedure in the mildly tortuous, moderately calcified, mid right coronary artery for treatment of a de novo lesion, pre-dilatation was performed using a 2.0x08 trek balloon. A 3.5x12 rx multi-link 8 stent delivery system was advanced to the target lesion and an attempt was made to deploy the stent. The stent balloon did not inflate. The device was replaced with another multi-link 8 stent system and the procedure was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information indicates that resistance was felt during advancement of the stent delivery system due to the anatomy. After removal of the stent delivery system from the anatomy, unspecified damage was observed.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue and damage were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.